Event description:
An endovive standard peg kit was used during a peg placement procedure (patient age, gender, and weight unk) in 2007. According to the complainant, "during the procedure, the snare tightened around the insertion wire upon pulling it out of the stomach and into the esophagus. The snare loop became detached from the wire and the snare from the peg kit detached from the control handle and the loop of the snare was left in the patient's stomach. The endoscope had to be re-inserted into the patient's esophagus and stomach to retrieve the broken piece of snare and biopsy forceps (manufacturer unk) were used to remove the insertion wire." No complications were reported as a result of this event.

Manufacturer narrative:
The device has been discarded by the user facility; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month initial tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.